Manufacturer narrative:
Blank display due to damaged battery tube. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. Scratched case, missing reservoir tube o-ring, broken battery tube threads, partially broken retainer and pillowing keypad overlay. The p-cap does lock properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack in insulin pump case along battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.